Event description:
Reportedly, during a laparoscopic cholecystectomy, the surgeon noticed a distal end piece from the trocar sleeve broke off and assumably disengaged in the pt's abdomen. The piece was not found.